Event description:
During the final polishing of a restoration, the carbide bur came out from the high speed handpiece, and went down the patient's throat. Patient was asked to cough but the bur was not retrieved. Provider immediately went with patient to radiology department. A chest x-ray was performed that indicated that the foreign object was in the stomach. Patient was educated, given instructions, and a follow up appointment was made.

Event description:
During the final polishing of a restoration, the carbide bur came out from the high speed handpiece, and went down the patient's throat. Patient was asked to cough but the bur was not retrieved. Provider immediately went with patient to radiology department. A chest x-ray was performed that indicated that the foreign object was in the stomach. Patient was educated, given instructions, and a follow up appointment was made.